Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose and also had over delivery. The customer¿s blood glucose level 30 mg/dl and 110 to 120 mg/dl. The customer alleging possible pump over delivery feels like it was over delivering at night when checked her blood glucose its already 30 mg/dl. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised refer to back up plan, per health care professional instructions. The insulin pump will be and reservoir will not be returned for analysis.